Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 40 mg/dl. Customer was declined for troubleshooting. It was unknown that customer was customer use auto mode feature at the time of low blood glucose event. Customer treated with food for low blood glucose level. The insulin pump will not be returned for analysis.